Manufacturer narrative:
Device received with no response form any button due to corroded electronic assemblies. No frozen display noted. Unable to perform self test or displacement test due to unresponsive buttons. Unable to verify pump error 63 or pump error 68 due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display and had an insulin pump error alarm and troubleshooting was not effective. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.